Manufacturer narrative:
The event occurred in (B) (6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B) (6). (B) (6).

Event description:
Caller states neonate patient tested 40 mg/dl, 41 mg/dl, and 42 mg/dl on the aviva system. The same neonate tested 80 mg/dl on the sensor system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B)(4). Corrected lot number to 202427

Event description:
It was reported by the consumer post implant a laparoscopic gastric band, the band eroded into the stomach. In (B)(6) 2009, the customer had minor discomfort in the area of the implant and had undergone a fluoroscopy and endoscopy procedure to determine the cause on pain. No issue with the device was noticed at this time. (B)(6), 2010, the patient had a sudden unexplained gastro-intestinal bleed and required two units of blood. An x-ray was performed which showed some irritation at the sight of the plication sutures. An endoscopy was performed and only an irritation was noticed around the stitching of stomach and the surgeon requested a follow-up in a month to 6 weeks. On (B)(6), 2010, the stomach irritation worsened and was described to be ulcer like, but no evidence of erosion. The patient was taking mobic for arthritis and this was discontinued. The patient had been taking this medication at the time the band was implanted. (B)(6), 2010 irritated area improving, however, an endoscopy was performed and the band was in the lumen of the stomach. The first adjustment/fill was in (B)(6) 2009 within 6 weeks of band implant. Consumer has successful weight loss until (B)(6) 2009. The patient is asymptomatic and the surgeon has elected not to removed the band until (B)(6) 2010. Exact date not scheduled.